Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was informed that after the hard restart, no further issues were noted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer installed an endoscope on universal surgical manipulator (usm) 3, and when they were going to clutch the usm, it seemed like it had a mind of its own. The customer power cycled the system and continued with the case. The procedure was completing as planned with no reported injury.